Event description:
Customer reports to have high blood glucose of 443 mg/dl, which was treated with insulin pump and manual injection. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that drive support cap appeared normal, customer was disconnected during rewind / prime sequence, customer did not find a leak, time and date were correct, basal rates were correct, bolus wizard were incorrect, and cannula was bent. Customer did not have a tubing clamp in order to continue troubleshooting. Customer was advised that tubing clamp would be sent and to change entire set and call back should issue persist. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.